Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The reported symptom, no audible alarm, was reproduced during device evaluation. The cause was determined during a visual inspection to be the back flex not properly connected to the input/ output printed circuit board (I/o pcb). The back flex was properly connected to the I/o pcb to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not experience an audible alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.